Manufacturer narrative:
The investigation confirmed that two non-reproducible higher than expected vitros trop I results were obtained from two samples from a single patient when processed using a vitros 5600 integrated system. A definitive assignable cause for the event could not be determined. Based on the historical tropi es quality control performance, a vitros tropi es reagent issue is not likely to be a contributing factor. In addition, ongoing tracking and trending of complaints has not identified any signals that would suggest there is a systemic issue with vitros tropi es lot 2900. A within-run vitros tropi es precision test using known troponin I free sample was within ortho expectations indicating the instrument is performing as intended at the time of the event. Therefore, an instrument issue can be ruled out as a contributing factor. Additionally, the customer is not following the sample collection device manufacture¿s recommendation for sample centrifugation, therefore, improper pre-analytical sample handling cannot be ruled out as a contributing factor to the event. It is possible that cellular debris was present in the affected sample, although, this could not be confirmed. The assignable cause is unknown. The MDR is being submitted after the 30 day reporting date due to a technical issue with ortho¿s MDR reporting system. Ortho was unable to electronically submit mdrs from 5 july 2018 ¿ 19 july 2018.

Event description:
A customer observed two non-reproducible, higher than expected, vitros tropl es results from two different samples from the same patient processed using a vitros troponin I es reagent lot 2900 in combination with a vitros 5600 integrated system. Patient sample #1 result of 0.443 ng/ml vs. The expected result of <0.022 ng/ml. Patient sample #4 result of 0.347ng/ml vs. The expected result of <0.021 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physical action if undetected. The higher than expected vitros tropl es results of 0.443 ng/ml and 0.347 ng/ml were reported from the laboratory, however, corrected reports were later issued. Ortho has not been made aware of any allegation of actual patient harm as a result of these events. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint number (B)(4).